Event description:
It was reported that the patient's device has been turned off for the past few days. The patient bent over about 20 degrees and then she had a painful sensation at the lead site. It "brought her to her knees". She also experienced tightness and curling of her toes for about 9 months prior to turning off the device. Further information is being requested from the hcp.